Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly. Moisture damage was found on keypad traces. No button error alarm noted during testing. No moisture damage inside insulin pump noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was unknown at the time of the call. The customer stated that she had jumped into the pool prior to receiving the alarm. Advised discontinuation of the insulin pump. Nothing further reported.